Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer (xdcr) alarm display on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the unit passed the user verification test upon powering up. The fsr found multiple entries of "xdcr fault" alarms in the event log. During the operational verification procedure, the vti and vte were out of specification and the fsr found the exhalation flow sensor was cracked. The fsr replaced the exhalation flow sensor and reseated the exhalation body and diaphragm. The unit passed the operational verification procedure and no faults were found.